Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device revealed that the distal tip was found bent. No other issues were identified during the product analysis. Device history review (DHR): it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Media review: the device was returned for analysis. During the product analysis, it was found the distal tip bent, which confirms the reported guidewire, difficult to remove. Most probable root cause and conclusion: an investigation conclusion code of adverse event related to patient condition have been assigned following a review of the reported event details, available information, and product record review. During product analysis it was observed the distal tip bent, it is most likely the presence of anatomical factors presented a constriction over the wire and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Relevance evaluation: unable to determine.

Event description:
It was reported that device was difficult to remove. The 90% stenosed, 15 x 3.00mm target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A rotawire drive was selected for use with a rotapro and ablation was performed without any issues. The rotawire became stuck in the peripheral lad so a microcatheter was advanced, and an attempt was made to replace the wire with an 0.014 wire. Due to strong resistance and concerns about wire separation, actions were stopped. The advancement of the microcatheter was also insufficient, so to soften the calcification, intravascular lithotripsy (ivl) was performed on the proximal lad. Afterward, the catheter was able to cross more easily and the rotawire was successfully retrieved. There were no patient complications.

Event description:
It was reported that device was difficult to remove. The 90% stenosed, 15 x 3.00mm target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A rotawire drive was selected for use with a rotapro and ablation was performed without any issues. The rotawire became stuck in the peripheral lad so a microcatheter was advanced, and an attempt was made to replace the wire with an 0.014 wire. Due to strong resistance and concerns about wire separation, actions were stopped. The advancement of the microcatheter was also insufficient, so to soften the calcification, intravascular lithotripsy (ivl) was performed on the proximal lad. Afterward, the catheter was able to cross more easily and the rotawire was successfully retrieved. There were no patient complications.